Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead and right atrial (ra) lead exhibited non-sustained right ventricular oversensing (nsrvo) due to lead noise leading to pacing inhibition. Isometrics was performed and lead noise on ra and rv were reproducible. Programming changes were made. There were no patient consequences.